Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a pump error alarm after four hours of troubleshooting a previous occurrence. This was their second call. Their blood glucose was unknown. The pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. Replace battery alert while monitoring due to connector resistance issue. Pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and slightly peeling end cap address label.